Event description:
It was reported that patient died on (B)(6) 2021 secondary to failure to thrive. The patient had an uncontrollable gastrointestinal bleed (gib) in the setting of durable mechanical circulatory support (dmcs) and mechanical mitral valve (mv). To treat the bleed, the patient was initially given octreotide but transitioned to thalidomide due to cost. The patient also received a blood transfusion and proton pump inhibitor (ppi). The left ventricular assist device (lvad) was operating as intended and had stable parameters. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.